Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported alarm. The event history log review identified the reported alarm to be a check heater line alarm. Internal and external inspections were performed on the device and passed successfully. A simulated therapy test was performed with no issues noted. The pneumatic system and software was troubleshooted with no issues noted. The device met all specifications; therefore, the issue could not be verified through sample evaluation. The cause of the alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional relevant information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
This is a report of a patient that experienced several unspecified alarms on the homechoice during peritoneal dialysis therapy (no details provided). There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time. This is report 1 of 2 associated with this event.